Manufacturer narrative:
The suspected device was received for evaluation. Ehl (event history log) was reviewed. No errors found in event log. Visual inspection was performed and found that air in line detector has large dent, upstream occlusion seal has small tear in center. Device functional testing was performed. During dso/uso occlusion test device begins to drop pressure after approximately 16 psi, this is a strong indication that the left valve is worn from lack of lubrication. The customer complaint confirmed through visual inspection. The service history review had primary audible alarm events reported by customer. The device passed all functional testing after repair. Replaced air in line detector and upstream occlusion seal.

Event description:
The customer returned the device stating, "there was severe corrosion on battery door and on battery compartment springs". During device evaluation it was found a small tear was found in upstream occlusion sensor and air in line detector has a large dent.